Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the waveguide was found to be broken and the broken piece was not returned. It was reported that the device broke during use. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue can occur if the device may have come in contact with any of the following; hemostats, clips, staples, retractors, etc. During use. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: advises device users to visually inspect all system components for breaks, cracks, nicks, or other damages prior to use. Do not use damaged components. Use of damaged components may result in injury to the patient or user. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the tip of the device broke. Based on the investigation, the tip of the device broke off and was missing. There was no patient injury.